Event description:
The account alleges that the hi/low function is drifting.

Manufacturer narrative:
The technician repaired the hi/low drift. No other details were provided. The device functions properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.